Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, upon checking the specimen, fragment of blue rubber material like the seal part was seen. The part fell into the patient's cavity and was retrieved.